Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
It was reported that the customer's insulin pump shut off during the night without receiving any notification. The customer inserted several batteries but was still experiencing issues. The customer received a battery out limit alarm upon inserting the battery in the insulin pump as well as the failed battery test alarm. The customer's blood glucose was 273 mg/dl. Troubleshooting was done. The customer stated that the insulin pump was not dropped or bumped and that the battery cap was not loose, cracked or damaged. Neither the battery compartment nor the spring were damaged or corroded. Upon looking at the alarm history of the insulin pump, the customer stated she had received a no delivery alarm. Troubleshooting was not done for the alarm because the issue had already been resolved by an infusion set change. Advised the insulin pump needed to be replaced. Advised customer could continue using the insulin pump until the replacement insulin pump arrived. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.